Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the audio sound was tested was found to be within specifications. The pump had normal audio responses and vibratory functions. The alleged issue could not be duplicated. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent audio tone issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.